Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had noise, oversensing and pacing inhibition. The suture on the lead ra lead was severing the lead and the suture on the rv lead was far from the header allowing it to move around. This lead was explanted. It is unclear if this is the ra or rv lead.